Event description:
Patient had a left femoral-tibioperoneal bypass using a propaten vascular graft. Between 6-9 days post operative patient developed thrombocytopenia. A diagnosis of possible heparin induced thrombocytopenia (hit) was made. The hit persisted for 4-7 days and the decision was made to explant the graft. The graft contains heparin. The patient recovered and was discharged. Explanted graft was given to sales representative.